Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device evaluation: the device was returned for investigation. A visual inspection and functional test were not performed. Visual inspection found the device was in good condition. All labels were still intact and no physical damaged was found on the device. The customer stated problem could not be duplicated. Performed non destructive analysis (nda) testing of pump as per fm-dp-20085-007. The cause of the reported problem could not be determined. Preventative measures were performed.

Event description:
It was reported that the device exhibited cassette not properly attached alarms during testing. There was no patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. No problem was found with the device. The cause of the reported problem could not be determined. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. Service history review identified this device was previously repaired on (B)(6) 2022 for inoperable latch/lock flex. The previous repairs should not have impacted the cassette detection of the pump.